Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: "an issue was reported this morning with a 20g IV insyte catheter that would not retract. The nurse said it was like the mechanism was jammed."

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. In addition, corrective actions have been initiated to investigate this type of incident and identity the root cause.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: "an issue was reported this morning with a 20g IV insyte catheter that would not retract. The nurse said it was like the mechanism was jammed."